Event description:
Event reported via a voluntary maude report "bard g2 ivc filter inserted in 2009. Post insertion, film demonstrates filter in correct position. Pt complained of abdominal pain in the immediate post procedure time frame. CT abdomen done the next day demonstrates the filter out of alignment. Thirteen days later, a CT abdomen/pelvis reveals ivc filter with its tip within the ivc. There are two legs which protrude through the inferior vena cava wall indicating focal chronic perforation. Attempted removal of ivc filter the next day, was unsuccessful. Pt required transfer to a tertiary care center for removal of filter by cardio vascular surgeon".

Manufacturer narrative:
Attempts to obtain the complainant info were unsuccessful as the reporter requested anonymity as such as it is not possible to obtain any additional pt, procedure, product or event info. As the product was not available, a product eval could not be performed. As the device lot # was disclosed, the device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot #. The complaint is inconclusive as no sample or images were provided for review. Root cause is unk. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall. Pain.